Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-02190 and 2134265-2015-02343. It was reported that automatic pullback failure occurred. During procedure, a 120v ilab ultrasound imaging system was used in conjunction with an unspecified coronary imaging catheter and a sled to visualize the unspecified lesion. Then, it was noted that the liquid crystal display (lcd) was blanking out and the automatic pullback was not operating correctly. Also, it was noted that the motor drive unit (mdu) has stopped imaging.